Event description:
It was reported that bd as lvp 20d dehp was leaking. The following information was provided by the initial reporter with the verbatim: we have had 2 episodes this week of leaking no port line 2200-0006. Both leaked where the clear tube connects to the blue connection near to pump. One had heparin running the other had crystalloid running.

Manufacturer narrative:
Investigation summary: a 2200-0006 sample was not available for investigation; furthermore, lot number of the complaint product was reported unknown. The feedback provided by the customer suggests leakage was detected from the upper pumping segment tubing to tubing adaptor. As part of the feedback the customer provided a video of their experience; analysis of the video confirmed the customer's experience as leakage was detected from the top of the tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance without the complaint sample it is not possible to determine a definitive root cause for the reported leakage; however, previous investigations have suggested that the customer's experience may have been contributed to by an inconsistent application of solvent during the manufacturing process. This is a manually assembled product and the root cause is likely to have been human error during the assembly process. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product.

Event description:
It was reported that bd as lvp 20d dehp was leaking. The following information was provided by the initial reporter with the verbatim: we have had 2 episodes this week of leaking no port line 2200-0006. Both leaked where the clear tube connects to the blue connection near to pump. One had heparin running the other had crystalloid running.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.